Event description:
A customer contacted beckman coulter inc. (Bci) stating that when the coulter act diff pak was lifted to be placed on the counter, it was leaking some fluid. The customer also stated that the box that holds the reagent did not appear damaged but after connecting the reagents and tilting the box to place it on the shelf, they noticed some fluid on the corner of the cardboard container. The operator was wearing gloves while handling the container and nobody came in contact with the leaked reagent. No injury was reported and medical attention was not needed.

Manufacturer narrative:
The customer was sent replacement.